Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was unable to load a new cartridge as the alarm recurred, so technical support decided to replace the pump. No backup insulin delivery method was available at the time, and the customer planned to contact their healthcare provider.